Manufacturer narrative:
(B)(4). Concomitant product(s): a 183442 388680 vngd cr tib brg 12x71/75. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned components determined that the size etched on the bearing does not match the size on the label of the box. Review of device history records determined that the two identified lots went through multiple operations on the same date with the same operators. Review of the manufacturing process forms determined that both lots were argon-sealed (operation 0085) at the same time. No additional deviations or anomalies were found for either part 183442 or part 183540. Investigation results concluded that the reported event was due to a manufacturing and labeling deficiency as the product was co-mingled during the sterile packaging operation per (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07220.

Event description:
It was reported the size on the label of the product did not match the product in the box. No adverse events were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.